Event description:
On (B)(6) 2018 service technician discovered odor at carbon dioxide gas manifold coming from one cylinder. Co2 outlets were tested. Tests indicated elevated levels of hydrocarbons in the c02 line, not meeting nfpa99 standards. C02 regulator and parts of manifold were found damaged and were replaced. C02 was used during laparoscopic surgery for insufflation or during cardiovascular surgery for oxygen displacement/ surgical fire prevention.